Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of pump reboot events. During investigation, the battery compartment was found to be cracked below the bumper pad and on the side from the threads to the pump cover. The threads of the returned battery cap are stripped. The returned battery cap was unable to properly secure to the pump to maintain an electrical connection. A test battery cap was used and able to maintain an electrical connection. The pump successfully completed the 24 hour duration test with the test battery cap without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components.